Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the fixator pin was not tightening the frame to the post. Frame replacement resolved the issue. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.